Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced fluctuating blood glucose (bg) levels of 60-300's mg/dl. Customer reports low bg's in the early morning hours and addresses with food consumption and drinking orange juice. Customer will wake up with an elevated bg from over eating in treating low bg's. The elevated bg's are treated with an insulin bolus via the pump. The customer has consulted with their health care professional to adjust basal settings.